Manufacturer narrative:
The user facility stated while wearing gloves, the employee disposed of a carton of s40 sterilant. After disposal, the employee removed her gloves and while turning pages of paperwork, licked her finger and detected a bitter taste. The employee cannot ascertain what the bitter taste was from, but believes it was the powder buffers from the s40 sterilant. The employee called poison control, and reported that poison control stated not to be concerned based on the ingredients of the s40 powder ingredients. The employee rinsed her mouth with water and saline and contacted steris for the safety data sheet for the product. No damage to the s40 cup or carton was reported. A review of complaint records indicates that this is an isolated event. No further issues have been reported.

Event description:
The facility reported an employee detected residual s40 sterilant powder on her fingers after disposing of a box of s40 sterilant. The employee then brought her hand into contact with her mouth and reported a bitter taste. No adverse effects were reported. The employee contacted poison control and steris for the product's safety data sheet. The employee washed her mouth with water and saline and did not seek medical treatment.